Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a probable cause could not be identified. The event can be detected/prevented by following the instructions for use which state: "do not strike the distal end of the insertion tube or allow it to strike other objects. The objective lens surface at the distal end is particularly fragile, and visual abnormalities may result. Do not twist or bend the bending section with your hands. Equipment damage may result. Do not squeeze the bending section forcefully. The covering of the bending section may stretch or break and cause water leaks". Olympus will continue to monitor field performance for this device.

Event description:
It was reported, the cystonephrofiberscope irrigation port had been pulled out. The issue was found during an unknown diagnostic procedure. There were no reports of patient injury or harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found the biopsy port was missing, therefore, the distal end (c-body) insulation and the insertion tube (it) insulation cannot be performed due to missing biopsy port. Additional malfunctions were found during investigation indicated, also, there was leaking at the channel and the image was cloudy. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.